Event description:
Information received a smiths medical tracheostomy/pvc - portex tubes pdt uniperc caused incident .reported vi email ;staff report that the patient partially coughed his trache out, it was dislodged by 1-2cm. The medical staff performed a bronchoscopy to ensure that the tube remained in his airway and then it was advanced back in by 2cm. Once the trache was in position the locking mechanism, which was previously locked tightly into position, was loose and unable to be locked. This resulted in the tracheostomy having to be removed. Additional information later sated staff do not recall manipulating the lock and the patient did not have the capability to touch the lock. We are very unclear how the incident occurred so as a part of the investigation into this event and need to ask the company of any other similar incidents where the locking mechanism has become faulty.